Event description:
A (B)(6) advia centaur hbsag result was obtained by the customer and considered discordant when confirmatory testing at another laboratory was (B)(6). The customer had respun the sample after the initial reactive result and the repeat test result run in dulplicate was (B)(6). The patient was redrawn and the result was less than (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and replaced the wash manifold and calibrated the aspiration probes and checked the aspiration and dispense pinch valves. The fse observed high dark counts and the luminometer was replaced on a follow up visit. The instrument is performing within specifications. No further evaluation of the device is required.